Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not detected on the bus. The field service engineer (fse) found multiple failures were present in drawer 2.1 and one in drawer 4.1. All cables in drawer 2 were reseated and cleaned with alcohol wipes. The station was rebooted, and a full drawer test was performed in the hardware test application for drawer 2.1, with passing results saved. The station was rebooted again, and the application was accessed. The failures were successfully recovered. The system functioned as intended after the field service engineer repaired the device.